Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The reported lot # 49927 does not exist for the reported cat # 301900.

Event description:
It was reported during use of the bd¿ microlance hypodermic needle pink there was leakage between the needle and the hub of syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Medical device expiration date: changed from unknown to expiration date 06/30/2021. Medical device lot #: changed from # 49927 to lot # 160711.